Manufacturer narrative:
Pending investigation. D10: 5043256 180-01-56 - crown cup,cluster-hole.

Event description:
The patient presented for a check-up. In the x-ray control, there was a clear decentering of the prosthesis head and unusually large osteolysis in the acetabulum, as a sign of inlay wear. This was verified when the inlay was changed to a vitd-hardened one, a specially approved inlay (novation xle neutral liner, group 3, 36 mm, i.d., ref (B)(4), sn (B)(6)). As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, socket integrity and the replacement of the prosthetic head.

Manufacturer narrative:
H3: the most likely cause for the reported revision due to prosthesis wear and osteolysis could include a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.